Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of an user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's technical service center regarding a check supply line alarm. The home patient (hp) had already tried a new cassette, but kept the same bags. The tsr explained that it was a bag issue and told the hp that they needed to start over with new setup. The tsr explained not to just change one item for the risk of contamination. The hp was to use new supplies. There was no patient injury or medical intervention reported.